Event description:
It was reported that: "pt had a revision due to pain."

Manufacturer narrative:
The following other devices were also listed in this report: tib bearing comp rot/hin knee, cat # 6475-3-933, lot fxrwa; krh standard axle, cat # 6475-3-940, lot fwecb; mrs condyle lt, cat # 6485-0-010, lot fthwa; krh bushing standard, cat # 6475-3-944, lot tcp9733; krh standard bumper, cat # 6485-3-100, lot tcp9722. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device was kept by the pt and was not returned to the MFR. Add'l info including x-rays and medical records was requested. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.